Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had been synced with the wrong date and time. This crt-d remains in service. No adverse patient effects were reported.